Manufacturer narrative:
Approximate age of device ¿ 7 years. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead (driveline) was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad alarmed when connected to the power module, however, the pump running symbol was the only illuminated light on the epc system controller. System controller history interrogation performed by the hospital clinician revealed several low speed operations. The patient was reported as asymptomatic. Technical services reviewed the submitted log file and confirmed the low speed advisories when pump speed dropped below the preset low speed limit. The lvad was placed on an ungrounded patient cable. No further speed drops below the low speed limit occurred. On (B)(6) 2018 technical performed an external percutaneous lead (driveline) replacement. The lvad was placed back on a grounded patient cable post replacement. No issues were reported.

Manufacturer narrative:
The cause of the reported low speed events was confirmed during the evaluation of the returned percutaneous lead (driveline) segment. The driveline was returned cut approximately 14inches from the metal connector. The bend relief appeared to have been removed and silicone tape at been wrapped around the external section of the bend relief area spanning 4 inches to 5 inches from the metal connector. The silicone cover appeared worn and slightly twisted. Examination of the driveline found breakdown of the braided shield along the entire length of the driveline. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. However, visual inspection of the wires found that the orange wire had a breach in the wire insulation approximately 1 inch from the metal connector. The driveline was submerged in a saline bath for hi-potential testing to check for current leakage through each wire¿s insulation. The test did not reveal any additional breaches that would have contributed to an electrical short. If the exposed conductors of the orange wire contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed the low speed events and alarms captured on the submitted log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.